Event description:
It was reported that when patient presented in clinic for a routine check, upon lead interrogation, no capture issue was observed on the ra lead. Patient was asymptomatic. Programming changes were made. Patient will continue to be monitored.